Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also replaced the cooling fan filter and air inlet filter due to contamination. The fse replaced the power management board and motor controller board were replaced to address the finding and the issue was resolved.

Event description:
It was reported that the unit failed to power on.the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.